Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had a fall over a year ago. As a result, their device migrated, and the patient lost therapy. The migration was confirmed through x-rays. Surgical intervention took place on (B)(6) 2022 where the system was explanted and replaced to address the issue. Therapy was restored. Investigation was unable to determine which of the lead attributed to the event.

Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: n/a, serial: (B)(4), batch: a000039433